Event description:
Boston scientific received information that this chronic right atrial (ra) lead was surgically abandoned due to high out of range pace impedance measurements. Impedances have risen gradually since a device change over a year ago. High thresholds were also noted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.